Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box data revealed record of call service alarm 070 indicating rewind tolerance error. On investigation, the pump powered on normally. The rewind step was completed without any cs alarms occurring. The pump was exercised for 24 hours without duplication of the complaint. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the motor or drive assemblies. The alleged issue was verified in the black box data but was not able to be duplicated during investigation. The pump performed as intended without malfunction.